Event description:
The device was returned for an air compressor failure. During the pneumatic self check procedure on startup the pump made excessive recharge attempts before alarming. The pump was reverted to manufacturing mode and failed pneumatic recharge testing consistent with a failed air compressor. No additional damage was identified.

Event description:
The following has been reported: biomed reported: "service needed error." Injury/adverse reaction: no. Stopped active infusion: no. A preliminary review identified the following issue: mechanical hardware failure (air compressor) active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.